Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 12.3 cm to 12.8 cm from the distal cut end exposing the outer coil, consistent with lead friction to the device can. External insulation abrasion was noted at 28.5 cm to 28.7 cm from the distal cut end exposing the outer coil, consistent with lead friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.